Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the display window and made it very hard to read. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.